Event description:
This event was discovered during data review for the triathlon ts outcomes study annual report. The subject is (B)(6) male, was enrolling into the study for revision of his primary total knee due to aseptic failure. The subject had their study surgery on (B)(6) 2011. On (B)(6) 2011, the subject presented with an ae of excessive knee pain. On (B)(6) 2012, the tibial insert was revised, a corticosteroid was injected and the knee pain was resolved on this same date.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding wear involving a triathlon tibial insert was reported. The event was confirmed in operative notes provided. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the second revision total knee arthroplasty for a diagnosis of arthrofibrosis. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, the primary operative report as well as follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as the device was not returned. If the device and/or additional information become available, this investigation will be reopened.

Event description:
This event was discovered during data review for the triathlon ts outcomes study annual report. The subject is a (B)(6) male, was enrolling into the study for revision of his primary total knee due to aseptic failure. The subject had their study surgery on (B)(6) 2011. On (B)(6) 2011, the subject presented with an ae of excessive knee pain. On (B)(6) 2012, the tibial insert was revised, a corticosteroid was injected and the knee pain was resolved on this same date.